Event description:
Client's nurse reports that the pump was having some issues, but was able to infuse the full dose and no side effects were reported. Nurse reported that pump kept beeping and would stop working. She had to change the tubing 4 times. No other details given. Patient still has pump but a replacement pump will be sent to client. Reported to (B)(6) by: health professional. Dose or amount :n/a; frequency: q 2 weeks; route: IV; dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pompe disease.